Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient experienced mild skin erythema inflammation. The patient was administered oral flucloxacillin and the issue resolved on unknown date. The mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
The patient was administered a single dose 2g cefazolin, 30 minutes before procedure and skin incision on (B)(6) 2015. The patient experienced onset of mild erythema and induration directly adjacent to the umbilicus on (B)(6) 2015, four days before the follow-up visit with physician on (B)(6) 2015. It was reported that the patient was not bothered by the redness and simply noted that it had appeared. The physician opined the erythema was very mild and appeared to have an unclear relationship to the procedure as it was not adjacent to any surgical wounds, although it was at the site of the previous hernia sac. It was reported that the patient took oral flucloxacillin for 4 days and then stopped taking medication because the erythema had resolved and patient was experiencing git upset as a side-effect.the patient reports the erythema to have resolved and to be feeling fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.